Event description:
Patient stated that while wearing the v-go it was not sticking to her skin. Patient stated that she does sweat quite a bit. Patient is properly cleaning the site before applying the v-go. Patient stated this has occurred about 6 times. Patricia mentioned that when her v-go supply is delivered to her home that they are outside for a while in the sun because they are delivered while she is at work.